Event description:
It was reported that the patient had stimulation in the wrong location which resulted in reprogramming and having an x-ray performed. The patient had pain at the lead location. It was noted that the pain in the left flank was from the lead migrating laterally. The leads were reported to have moved and it was unknown why the leads migrated. The patient planned to try her new program for a while before deciding on further action. The patient was stressed out and really worried about the implantable neurostimulator (ins) situation. A revision was performed and one of the leads was removed while the other was revised. The patient was getting adequate coverage and doing well. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260. Serial# (B)(4). Implanted: 2014-(B)(6), product type lead, poduct ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).